Manufacturer narrative:
The analyzer was last calibrated on 22-sep-2021. Qc met the acceptance criteria. The investigation found no indication of a reagent or instrument issue as qc recovery was within 2sd. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable elecsys cea results for 2 patients tested with a cobas e411 disk. The questionable results were not reported outside the laboratory. Patient 1¿s initial result was 0.200 ng/ml, accompanied by a data flag; the repeat was 12.46 ng/ml. Patient 2¿s initial result was 0.200 ng/ml, accompanied by a data flag; the repeat was 1.53 ng/ml. The customer believes the repeated results to be correct. The initial results for both patients were from elecsys cea reagent that was loaded on (B)(6) 2021. The repeated results for both patients were from a newly-loaded elecsys cea reagent. The elecsys ceas used were lot 53342100 and had an expiration date of 31-jul-2022.

Manufacturer narrative:
Additional information was received confirming the two samples were actually from one patient.